Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was 171mg/dl. The customer's most current level was reported to be 415mg/dl. The customer states they treated high levels with manual injections. Troubleshoot was conducted, and the customer is being sent out replacement infusion sets. The customer was advised to contact their heal care provider regarding their high levels.